Event description:
It was reported that the infection type was multidrug-resistant pseudomonas. The patient underwent pump exchange with placement of antibiotic beads. The patient was not a transplant candidate due to fev1 (forced expiratory volume in the first second). Patient was sent to acute rehabilitation and plan to send discharge patient home on intravenous zerbaxa.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients recurrent driveline infection is also reported under MFR # 2916596-2020-05980 and MFR # 2916596-2020-05978. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a recurrent driveline infection. The infection was contained to driveline and the pump was exchanged to a heartmate 3.